Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During implant, the long sheath was delivered but it was noted that there was a kink on half of the sheath. The long sheath was exchanged for a shorter sheath and no kinks were noted. The patient had a tortuous aorta. The impella cp was delivered using the single access technique and a 7 french x 45 centimeter destination guiding sheath. It was reported that the patient survived the procedure.